Event description:
Information received with return of the explanted device notes that during a routine follow-up, the patient's heart rate was found to be 40 bpm. The device could not be inter- rogated and there was no pacing with magnet application.